Event description:
It was reported that the patient returned to the doctors office for post-implant examination and reported having pain and discomfort with ams 700 cx inflatable penile prosthesis (ipp). It is believed that the patient contracted dermatitis at 5 weeks post-operation. The device was deemed to be functioning properly. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.